Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During follow-up, premature battery depletion was suspected on the device. The device was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.